Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than 1 day and the pump shut off by itelf during the night. Customer's blood glucose was 313mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Low battery, power loss, and replace battery now alarms at the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance at . After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.